Manufacturer narrative:
(B)(4). Batch # r5av3u. Investigation summary: the analysis results showed that one gst60d cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Were any staple lines formed at all? Did the device staple at all? If yes, what was the appearance of the staples that deployed into the tissue? (B-formation, irregular, legs straight)? Will the device(s) be returned for a hands-on product analysis? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device cut but didn't staple. "Section of the part to resect, but without stapling, opening of digestive tract not wanted and not controlled. Flow of gastric liquid in the abdominal cavity, need to reset the stapling with calibration different from that placed initially." Used another "charger" to complete the procedure